Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2008. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Additional information: investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'vena cava perforation, chest pain'. Cook will reopen its investigation if further information is received. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Unknown if the reported pain is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2008. Per additional information, the plaintiff is alleges vena cava perforation. Also alleges, intermittent sharp chest pain.

Manufacturer narrative:
Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen its investigation if further information is received.

Event description:
Per CT scan, dated 02jul2018, "the filter struts have penetrated through the wall of the ivc into the pericaval/mesenteric fat."

Event description:
Additional information received alleges that the patient has since expired. The details surrounding the patient's expiration are unknown, and there are no received allegations of wrongful death against the product.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were corrected: b1, b2, and h1. The following fields were updated per additional information received: b5 and h6. Additional information: investigation: the investigation was reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. 20 devices in lot. No relevant notes on the work order for either device (igtcfs-65-jug) lot# 2062503 (e2145303), nor tulip filter lot# 1467973 (e2145872 and e2148531). One other complaint was received on this device lot number. However, this was related to a different issue happening during deployment procedure and there is no evidence to suggest that device was not manufactured according to specifications. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product malfunction. Serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 05/26/2017 as follows: plaintiff allegedly received an implant on (B)(6) 2008 via the internal jugular vein due to prophylactic for knee replacement, history of dvt and pe. Plaintiff is alleging vena cava perforation, chest pain. It is alleged that [pt] received a cook gunther tulip on (B)(6) 2008. CT scan dated (B)(6) 2017 states: "there is normal tapering of the aorta. No aneurysms. Atherosclerotic arterial calcifications are present, increasing distally. An inferior vena cava filter is in place. Superior tip is below the level of the renal arteries." (B)(6).